Event description:
It was reported that the trial patient had an abscess at the peripheral nerve evaluation (pne) lead insertion site and was given antibiotics. The lead was explanted around (B)(6) 2014 and the device would not be returned as the customer discarded it. It was noted that the patient required medical intervention as a result of the event and no diagnostic testing or troubleshooting was performed as it was not required. The patient status was alive with injury and the patient symptoms and complications associated with the event were a burning sensation, drainage and incisional wound opening, an infection, and cellulitis. It was reported that a culture was taken and the type of organism was unknown. Antibiotic treatment was necessary and the onset or diagnosis of the infection was on (B)(6) 2014. It was noted that the patient had pain, redness, and swelling and the location of the symptoms was at the lead location. The patient was improving. Additional information received reported that the patient was doing better and was going on to implant soon. It was noted that there was nothing to return as it was disposed of.

Manufacturer narrative:
Concomitant medical products: screening device, product ID: unknown, lead lot and serial #: unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: unknown, lead lot and serial#: unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient¿s urgency and frequency were better currently. The cellulitis had completely resolved and the patient had no symptoms. It was noted that as of now the patient did not want to consider the full implant.